Event description:
It was reported that two er320's were used during a cholecystectomy. It was reported by the affiliate that the instrument fires the first clip fine and then the others come out without even activating the firing trigger. This happened with two devices of the same lot number. The hosp did not save these devices but are sending the remaining lot of these 12 unopened er320's back for analysis. There was no consequence to the pt.